Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. The reported caravel mc microcatheter was returned for evaluation with the catheter tip missing. Multiple circumferential cracks were observed on the tip polymer proximal to the torn end, which are traces of ductile tearing. The torn end was found deformed into an oval shape, and traces of ductile tearing were observed on the inner jacket. Investigation of the returned microcatheter suggested that the tip segment, which is originally 5 mm in length, had torn off at approximately 2mm from the distal end of the tip, specifically at the junction of the polymer-only segment and the polymer-and-braid tube segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress exceeding the product design limit might have been applied on the tip of the catheter during removal while the catheter tip was fixed by the balloon of the concomitant kusabi exchange catheter. Consequently, the tip polymer was stretched and torn off. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] ~ separation.

Event description:
It was reported that the tip of an asahi caravel mc microcatheter had separated during stenting to treat a moderately calcified stenosis in segments #2-3 of the right coronary artery (rca). The lesion was crossed with an asahi x-treme xt-r guide wire. During removal of the caravel mc microcatheter using a non-asahi kusabi exchange catheter, the tip of the caravel mc microcatheter was detached and remained in the patient anatomy. The procedure was completed without any issues. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.